Manufacturer narrative:
Internal report number: (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer states that she feel well and requires no medical attention. Customer's expected blood results are 80-97 mg/dl fasting. Verified the strips expired 10/31/17 and were first opened today. Customer confirms the strips are stored correctly. Reviewed meter memory: 139 mg/dl, (B)(6) 2015, 07:45:00 am, fasting:yes; 146 mg/dl, (B)(6) 2015, 08:30:00 pm, fasting:yes; 169 mg/dl, (B)(6) 2015, 08:40:00 pm, fasting:yes; 117 mg/dl, (B)(6) 2015, 08:30:00 pm, fasting:yes; 85 mg/dl, (B)(6) 2015, 08:30:00 am, fasting:yes. No adverse event reported.